Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of two abdominal aortic aneurysm 4.0 cm and 5.0 cm in diameter. The vessel morphology was reported as the neck was short with no more than 1 cm in length and severely angled. The proximal aortic neck was 20 mm in diameter and 15 mm in length. The right and left iliac arteries were mildly calcified. It was reported that the physician attempted to perform a chimney technique but couldn¿t get a catheter in the renal artery, deploying the stent graft at the left renal with a little encroachment. It was reported that the stent graft was placed a little high and the patient had a small type I or type ii endoleak post procedure. The physician is going to re-image the patient after one month. The leak looked smaller when a pigtail catheter was placed inside the body of the graft. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (endoleak); patient's condition affected effectiveness of device (anatomy related: short and severely angulated proximal aortic neck). Conclusions: device failure/lack of effectiveness related to patient condition (anatomy related: short and severely angulated proximal aortic neck).